Event description:
The end user's wife reported that the end user experienced episodes of bleeding and was seen by nurse from (B)(6) and she thought that there was a laceration at the very base of the stoma due to the moldable being too tight. He thought his stoma measurement was thirty two mm and he was using the thirteen to twenty two mm sized product. The second time he was seen by the stoma nurse and was given calcium alginate. They started cutting the hole larger and the bleeding had stopped. No photo is available at this time.

Event description:
The end user's wife reported that the end user experienced episodes of bleeding and was seen by nurse from (B)(6) and she thought that there was a laceration at the very base of the stoma due to the moldable being too tight. He thought his stoma measurement was thirty two mm and he was using the thirteen to twenty two mm sized product. The second time he was seen by the stoma nurse and was given calcium alginate. They started cutting the hole larger and the bleeding had stopped. No photo is available at this time.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
This emdr is being submitted to correct g2 - report source.